Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent l3-l4 bilateral posterior lumbar fusion using rhbmp-2/acs, synergy system, allograft and instrumentation. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries", including surgery 49 months post-op. The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2004: patient underwent lumbar MRI. Impression: lumbar stenosis with spondylosis l3-4. S/p anterior cervical discectomy. On (B)(6) 2004, patient presented with following pre-op diagnoses: lumbar stenosis with degenerative spondylolisthesis and spondylosis with segmental stability, l3-4. For which, patient underwent following procedures: decompressive laminectomy, l3-4, bilateral with exploration and decompression of nerve roots, l3-4, l4-5. Lumbar fusion, l3 to l4 bilateral with pedicle screws and rods. Spinal system, lumbar fusion l3 to l4, lateral mass bilateral facets and transverse processes with bone morphogenic protein and bank bone. Per op notes, a small piece of bone morphogenic protein was placed in the bottom of each facet and the facet packed with bone chips. The bone graft was then wrapped in bone morphogenic protein and placed over the transverse process of l3 and l4 and additional chips of bone placed over this. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.